Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Additionally, the time and date was incorrect for an unknown reason. The customer's blood glucose level was 360 mg/dl. Tandem technical support instructed customer to prime the tubing using the fill tubing feature to clear the air bubbles. Tandem technical support assisted the customer with correcting the time and date settings.